Event description:
Pt was removed from ventilator and bagged using a puritan bennett pmr2 resuscitation bag while changing the ventilator circuit. Pt became bradycardiac. The pt was placed back on the ventilator and after approx one minute was again removed from the ventilator and bagged with the same response. Pt was coded and atropine and epinephrine were administered and CPR initiated. Heart rate and blood pressure returned to normal and pt was placed back on the ventilator. Subsequent inspection of the resuscitator showed that during reprocessing the bag had been misassembled with two exhalation valve diaphrams which may have prevented proper exhalation during bagging.